Event description:
It was reported by service report that the bed lost power when lowered. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Result: set screw out of adjustment.